Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized three weeks ago due to high bgs in the 30 mmol/l range. It was stated that the patient's bgs also went down to 2 mmol/l while the patient slept, and wanted to know if the pump was working properly. Troubleshooting was performed, and the pump was programmed correctly. The pump passed the prime test, but the patient did not want to conduct the high pressure test, as the pump has given the no delivery alarm in the past. The patient was confident that the alarm was working. However, the patient felt that the pump was over delivering insulin. Reviewed the bolus history, and found several boluses that the patient did not remember programming. The patient also stated that this pump allows for a bolus to be programmed even if active insulin is on board. The patient was not comfortable using this pump, and requested a replacement. Nothing further was reported.